Event description:
It was reported that the ilet device exhibited recurring wake-up issues consistent with an unresponsive sleep/wake button, occurring daily for about a month, which impeded pausing insulin and timely meal announcements and led to episodes of both low 68 mg/dl and high blood glucose of 275 mg/dl; the device was updated to current firmware during the call and functioned properly afterward, and replacement was advised if the issue recurs. Symptoms included hyperglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed an electrical problem associated with a switch/relay component and aligned with a key or button not working. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.